Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2020).

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery, the pta balloon allegedly ruptured, causing vessel damage. It was further reported that the healthcare provider determined that no medical intervention was required to treat the damaged vessel. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the device is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery, the pta balloon allegedly ruptured, causing vessel damage. It was further reported that the healthcare provider determined that no medical intervention was required to treat the damaged vessel. Another device was used to complete the procedure. There was no reported patient injury.